Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high capture threshold and decreased r-waves. Lead impedance was noted to be stable. The lead was capped and replaced on (B)(6) 2018. The physician had planned to explant the lead. The helix retracted normally, but when pulling the lead back it became stuck due to a possible adhesion below the atrium. The patient is not dependent and had no symptoms prior, during and after the event. The patient was stable in the recovery room.